Event description:
A customer reported to beckman coulter that the coulter act diff hematology analyzer leaked approximately 3 ml of fluid from the probe onto the counter. The customer observed the leak when the probe was retracted back into the probe assembly. No erroneous patient results were generated in connection with this event. Beckman coulter customer technical support (cts) assisted the customer troubleshoot the leak. Before troubleshooting, the cts recommended the customer to use personal protective equipment. The cts instructed the customer to remove the probe wipe and aspirate bleach through the number 5 tubing. Upon rebooting the instrument, however, the customer received a vacuum error and found the baths were not full. The cts had customer change the vacuum filter and reboot the instrument. This time, the instrument started up without an error. The cts noted the vacuum error was introduced during troubleshooting and was cleared by replacing the filter. No more leaks were reported. The cause of the leak was that the probe wipe number 5 tubing was plugged. The customer did not review the material safety data sheet (msds), but has an exposure control plan at the facility. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought.

Manufacturer narrative:
Method: beckman coulter customer technical support (cts) assisted the customer over the phone with troubleshooting the leak. (B)(4).